Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported inaccurate delivery. It was reported that the pt experienced nausea and regurgitation.